Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ( non-functional therapy electrodes) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an intermittent pulse wire solder connection on the distribution node pca. The root cause for the intermittent solder connection could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt.